Manufacturer narrative:
A distributor field service engineer (fse) was at customer site to address the reported event. The reported issue was resolved by replacing the sensor cable s402. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 25jun2018 through aware date 25jul2019. There was one other similar complaint identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2015 - bf probe purge failure. Description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The probable cause of the reported event was due to failure of the sensor cable s402.

Event description:
A customer reported to the distributor getting error message 2015 - bf probe purge failure on the aia-360 instrument. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.